Manufacturer narrative:
An event regarding assembly issues involving a unitrax sleeve to an unknown stem was reported. The event was not confirmed. The device was not returned for evaluation. Medical records were not provided for review. The device was manufactured and accepted into final stock with no discrepancies. A complaint history review indicated that there have been no other similar events for the reported lot. The exact cause of the event could not be determined as the device is needed for evaluation. The stem was not reported and it is unknown if it is a stryker device. No further investigation for this event is possible at this time.

Event description:
Sales agent reported: "at hospital (B)(6) the surgeon has performed an urgent surgery for a femur fracture. A cemented abg ii with unitrax modular endo head have been implanted. It was selected an unitrax modular endo head 45 with unitrax v40 sleeve +0mm (std). It was not possible to assembly the endo head to the stem, surgeon decided to implant an unitrax modular endo head 44 with unitrax v40 sleeve +4mm. It was not possible disassembly the unitrax modular endo head 45 from the unitrax v40 sleeve +0mm (std)".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales agent reported: "at hospital pinna pintor the the surgeon has performed an urgent surgery for a femur fracture. A cemented abg ii with unitrax modular endo head have been implanted. It was selected an unitrax modular endo head 45 with unitrax v40 sleeve +0mm (std). It was not possible to assembly the endo head to the stem, surgeon decided to implant an unitrax modular endo head 44 with unitrax v40 sleeve +4mm. It was not possible disassembly the unitrax modular endo head 45 from the unitrax v40 sleeve +0mm (std)".